Manufacturer narrative:
Supplemental submitted as the investigation concluded that the power cord prongs were damaged.

Event description:
It was reported via repair work order that the power cord prongs were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to damaged power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.